Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction during pre-use checkout resulting in potential for high co2 delivery. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the reported complaint did not cause potential for high co2 delivery. There was no reportable malfunction. H3 other text: additional information was received that the reported complaint did not cause potential for high co2 delivery. There was no reportable malfunction.